Event description:
The physician reported the patient received intermittent stimulation beginning eight days ago. The stimulation goes off and on when the patient moves his left arm; the problems increased over the last few days and the patient is currently not getting any stimulation benefit. Impedance results obtained revealed open circuits; all case combinations were greater than 2000 ohms. X-ray results of the ins were negative; the representative stated x-ray of the lead/extension connection and a product revision is anticipated.